Manufacturer narrative:
Calibration performed; device returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that x-ray generation failure due to tube adaptation error on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.